Event description:
Related manufacturing reference number: 2017865-2021-35710. Related manufacturing reference number: 2017865-2021-35720. It was reported that the left ventricular lead exhibited loss of capture. Temporary programming changes were made. The physician decided to explant and replace the left ventricular lead. During the procedure, it was noted that the left ventricular, right ventricular and right atrial leads were adhered together. All of the leads were replaced. The patient was in stable condition.